Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic for a routine visit and it was discovered that she had slight redness at driveline exit site with a small amount of pinkish drainage. The patient stated she was aware of the driveline trauma a few months ago but did not notify anyone. The culture was positive for pseudomonas and on (B)(6) 2019 she was started on doxycycline 100 mg. When the culture was finalized the antibiotic switched to ciprofloxacin 750 mg for 7 days followed by tobramycin drops to the site daily exit site care. The patient ended there antibiotic treatment on (B)(6) 2019 and the issue was resolved. No additional information was reported.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.